Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure the patient required a valve in valve to correct a moderate to severe pvl. Per the report, the physicians positioned the sapien within the annulus 50:50. This was confirmed by angio and the proctor. Immediately post deployment of 23mm sapien valve, tee revealed moderate to severe pvl. Aortic angiogram revealed the sapien valve was ultimately deployed too aortic (80:20). The proctor determined that it was necessary to implant second sapien valve in order to rectify the pvl. A second valve was prepped and placed more ventricular to first valve. Post deployment tee showed minimal pvl which was a marked improvement over first valve placed.

Manufacturer narrative:
This patient was noted to have a slightly narrow stj measuring 26 mm with mild calcification. The patient had a mild septal bulge and was noted to have severe aortic calcification. The image intensifier angle was in good position and the coaxial alignment was fair. The balloon inflation was held for 3 seconds and there was no loss of pacing capture during deployment. Per the instructions for use (IFU), valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors; significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/valve/delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. In this case, the patient was noted to have mild septal hypertrophy, severe aortic valve calcification, and the ef was preserved at 57%. Additionally, the image intensifier angle was noted to be good, coaxial alignment was fair, balloon inflation was held during deployment = 3 sec, and there was no noted loss of pacing capture during deployment. Cine and echo were not available for review from the site. Without imaging, the exact cause for the valve malposition cannot be assessed, however, it was likely that a combination of patient and technical factors that contributed to the event. There was no report of device malfunction. Physicians undergo extensive training in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician training manuals instruct the physician on the proper steps and techniques for successful valve deployment and warn regarding factors that can contribute to this type of event. No further actions are required at this time.